Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure via a contralateral approach as an attempt was made to deploy the stent graft the outer catheter sheath allegedly fractured and the stent graft allegedly partially deployed. Reportedly, the device was allegedly difficult to remove, however, the device was removed from the patient. There was no reported patient injury.

Event description:
It was reported that during a stent graft deployment procedure via a contralateral approach as an attempt was made to deploy the stent graft the outer catheter sheath allegedly fractured and the stent graft allegedly partially deployed. Reportedly, the device was allegedly difficult to remove, however, the device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: the stent graft delivery system was returned for evaluation. Based on the evaluation completed it could be confirmed that the proximal end of the outer sheath detached from the white swivel nut, causing that the stent graft could only be partially deployed. The elongation of the outer sheath indicates that increased friction forces occurred during the attempt to deploy the stent graft. No manufacturing related issue was identified that may have caused or contributed to the detachment identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." "A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.